Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was about to begin the diagnostic procedure, but the system went down and the procedure got delayed in 30mins. Phillips remote service engineer (rse) inspected the system remotely and confirmed that the system shut down during procedure. Review of the system log file showed that there was disagreement between the pdu (power distribution unit) and ups regarding the main power availability status, the on battery status led to the system shutting down and the fuse was broken. Upon troubleshooting, rse identified where the coupling needs to be replaced. To resolve the issue, rse instructed the customer on how to disconnect the ups and replace the coupling. On the follow-up, the philips field service engineer (fse) went onsite and instructed customer to replace the ups and customer informed that they are waiting for new ups. The system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system shutdown during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.